Manufacturer narrative:
(B)(4).

Event description:
Fluid was coming out of the implantable neurostimulator pocket. It was infected. The entire system was removed. The pt was still having some pain in her hip.